Event description:
It was reported by a customer complaint that the patient was hospitalized, due to an incident of diabetic ketoacidosis. The reporter stated that at the hospital, the blood glucose monitor reading was 100 mg/dl different from the hospital meter. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.